Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection during the trial. The leads were removed and the patient was hospitalized. The patient was treated with IV antibiotics. The patient is currently in stable condition and there are no reports of further complications.